Manufacturer narrative:
Additional information: corrected information: further information indicated this device did not cause or contribute to the patient¿s death and therefore should have been submitted as a medical device report (MDR).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient passed away. The cause of death was unknown. There was no indication that the cause of death was related to the implanted devices. Additional information was requested but was not available. Related manufacturer reference number: 2938836-2020-00835, 2017865-2020-01372, 2017865-2020-01373.